Manufacturer narrative:
Other relevant components include: product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving an unknown drug via an implantable infusion pump for chronic pain. It was reported that since the patient's pump was implanted the had numbness in their side and leg. No environmental/external/patient factors that may have led or contributed to the issue were reported. No trouble shooting or diagnostics were performed. No actions or interventions were taken. The issue was not resolved at the time of the report. The patient reported they had informed their physician's office. The patient's status at the time of the report was "alive-no injury." Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had a catheter revision on (B)(6) 2017 and the issue was resolved. The explanted catheter would be returned to the manufacturer. No further complications were anticipated/reported.